Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. A CT scan revealed the electrode to be extracochlea. Subsequently on (B)(6) 2016, the patient underwent a procedure to reposition the device. The implanted device remains.